Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. This emdr represents the bard flat mesh (device 2). Additional supplemental emdr and emdr were submitted to represent the bard flat mesh (device 1) and bard mesh - dart (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011- patient was diagnosed with right inguinal hernia, thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿a large direct hernia was identified in the right inguinal region. A bard flat mesh (device 1) was placed on the posterior wall of inguinal canal and sutured¿. (B)(6) 2012- patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿the old scar was dissected. Bard flat mesh (device 1) was found retracted towards the inguinal ligament which was then tacked and sutured. An indirect hernia was identified; a bard flat mesh (device 2) was placed and sutured¿. (B)(6) 2013- patient was diagnosed with recurrent direct right inguinal hernia, thereby underwent open repair with implant of dart mesh (device 3). Per op notes, ¿a large, scarred hernia sac was identified inferior to the cord and was dissected. A dart mesh (device 3) was placed on the floor of the inguinal canal and sutured¿. (B)(6) 2014- patient was diagnosed with bilateral inguinal hernias, right recurrent, left direct, thereby underwent laproscopic repair with implant of 3dmax meshes (device 4 and 5). Per op notes, ¿a large direct hernia in the left inguinal region was identified and dissected. A right direct hernia was also identified and dissected. The dart mesh (device 3) was excised and there was no indirect hernia. 3dmax meshes (device 4 and 5) was placed on left and right inguinal hernia defects respectively and was sutured¿.